Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation. Where the reported event was identified. Based on the results of the investigation, it is likely, that the following led to the malfunction: e227 (this code indicates, a failure of an endoscope and loss of image) occurred, due to data error of the scope identification. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, during the device inspection. That the videoscope exhibited e227 (scope communication error). There were no reports of patient involvement.